Event description:
Per the clinic, the patient experienced poor sound quality and 0% speech understanding with the implanted device. The tip of the electrode array was also found to be folded over in the cochlea. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient experienced poor performance since activation with the device. Device analysis report attached.